Event description:
Information received from the field notes that the device exhibited end of life (eol) characteristics. Reprogramming resulted in vvir mode with 16 months longevity and a cell impedance of 7000 ohms. Attempts to perform measurements were not successful. The patient was pacemaker dependent and replacement was recommended. The patient experienced no symptoms related to the lack of rate response.